Manufacturer narrative:
Comunication with the distributor is; we have been advised that the spinal table top was not correctly attached to the h-frame with the t-pin. Instead the gimble was only resting on the t-pin. Correct procedure is: 2 person operation to connect spinal surgery top to the h-frame with a t-pin to line up gimbal with the h-frame and place t-pin. Unfortunately hospital staff did not follow correct procedure, when the patient was laterally tilted the spinal top slipped off the t-pin. The hospital has been provided additional sessions of staff education using the inservice protoco. (B)(6) 2020.

Event description:
It was reported there was an incident where the pin in the h frame was not correctly secured. A patient was injured and had to be scanned.

Manufacturer narrative:
The user facility was unwilling to provide detailed information. Based on the information received, the cause of the incident is likely user error with no malfunction of the table reported by the facility or the distributor. Follow-up training was scheduled. The owner's manual does include full information on how to verify the pins are secured correctly int the h frames.

Event description:
It was reported there was an incident where the pin in the h frame was not correctly secured. A patient was injured and had to be scanned.

Event description:
It was reported there was an incident where the pin in the h frame was not correctly secured. A patient was injured and had to be scanned.

Event description:
It was reported there was an incident where the pin in the h frame was not correctly secured.